Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: myocardial infarction/occlusion requiring additional stenting. Device issue: none. It was reported that in 2007, a 3.5x12mm vision stent was implanted in an ami patient. Six days later, the patient returned for a 2nd stenting procedure. The lad just proximal to the implanted rx vision stent had 100% occluded. The patient presented an acute anterior wall myocardial infarction. A 3.0 x 9 mm balloon was used to dilate the occlusion and 50% stenosis remained. Another company's stent was deployed in the proximal lad. The procedure was successful resulting in 0% stenosis. The patient was prescribed integrilin instead of reopro. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Occlusion and acute myocardial infarction, as listed in the instructions for use, are known adverse events associated with coronary stenting. There was no reported device issue. Based on the review of the manufacturing records, there does not appear to be any indications of a stent delivery system quality problem; however, without the device to examine, a conclusive root cause of the reported complaint cannot be determined.